Event description:
The patient was revised due to pain and tissue reaction. Tissue condition was good.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of returned acetabular insert and femoral head by a depuy senior material scientist found residues which may have been formed as a result of taper corrosion. Edx mapping performed at these residues confirmed that the detected strong signals of cr, mo, o and co matched their shapes and locations on the sample stage. However, since the hip stem was not submitted for evaluation on this case, it was uncertain whether the corrosion was originated from the hip stem or femoral head. A search of the complaints databases finds no similar reports against the provided product/lot code combinations since their release to distribution. Review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional product and/or additional information be received, the investigation will be re-opened.